Event description:
Further information was received noting that the patient underwent surgery and that the high lead impedance was resolved by re-inserting the lead pin. No other relevant information has been received to date.

Event description:
It was reported that the patient presented with high lead impedance. The nurse indicated that they think the lead pin was not completely inserted into the generator. Ap neck and chest x-rays were received for the patient. The generator was located in the patient¿s upper left chest. The lead was observed in the patient¿s chest; however, the lead could not be observed in the neck, due to the scope of the image and appeared to be routed toward the patient¿s left chest. Some sort of portion of a loop or bend appears present, but cannot be assessed in full due to the scope of the image. There was a portion of the lead that was routed behind the generator, and the lead wires appeared intact at the connector pins. In the visible portions of the lead, no sharp angles were present. No gross discontinuities were identified in the visible portion of the lead. The cause of the high impedance could not be identified from the x-rays. A review of device history records was performed and revealed that the lead passed quality control inspection prior to distribution. No known surgical intervention has occurred to date. No other relevant information has been received to date.